Event description:
It was reported that the pt underwent a two level cervical fusion, c4-5 and c5-6. During placement of the cage at c5-6, the cage was not flush with the anterior body border, so the surgeon used the inserter to push it a little. Then while putting the upper screw, the screw was over-tightened so that a crack wsa seen in the upper lip. On ap and lateral ex-ray, everything appeared okay, so the surgeon thought it was fine to keep the cage in place.

Manufacturer narrative:
(B)(4). A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.